Event description:
The exchange obturator was being utilized to change an endotracheal tube due to a cuff leak. The physician thought the insertion was relatively atraumatic without encountering any resistance. The new endotracheal tube was inserted and the obturator removed. The pt coughed up bright blood and continued to bleed. He expired a short time later.